Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in hospital for an unrelated procedure. During the open chest surgery, the left ventricular lead exhibited loss of capture and the physician noted an insulation anomaly. The lead was explanted and replaced successfully. The patient was in stable condition prior, during, and post operation.